Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was capped and replaced due to elevated thresholds and intermittent capture at high output. No patient complications were reported as a result of this event.